Manufacturer narrative:
H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, external to the patient, the tendon stapler would not remove staples from puck with repeated attempts. It is unknown if a back-up device was available and if a delay occurred. No other consequences were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history record found that this unit was not in specification at the time of release. A complaint history review concluded this was a repeat issue. A visual inspection was performed and no deficiencies were observed. A dimensional evaluation of the tendon anchor inserters stake bumps was performed and found the returned device is out of specification. A review of the tsd, niti staple stake, found stake bump specifications. The complaint was confirmed and the root cause has been associated with a manufacturing error. A correction in the form of a complaint notification has been issued to manufacturing management to mitigate future recurrences.

Event description:
It was reported that, during a rotator cuff repair surgery, the tendon stapler would not remove staples from puck after repeated attempts. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.